Event description:
The customer stated she was hospitalized for high blood glucose levels. The reported blood glucose level was 418 mg/dl at the time of the call. The customer stated she changed the infusion set prior to being hospitalized. Troubleshooting revealed that the customer was not using the correct technique to insert the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.